Manufacturer narrative:
Eval: as returned, a portion of the impactor pad adjacent to the dovetail has fractured. The device has a potential field age of greater than 2 years. Mfg documentation has been reviewed and indicates that the device was manufactured, inspected, and packaged to specifications. Impactors become damaged through repeated use due to impactions sustained while in use. Impactor heads should be replaced when the part is no longer functioning. Failure can be attributed to normal wear and tear.

Event description:
It is reported that the pad fractured upon mallet impact during the implantation of the femoral components. All fragments were recovered.